Event description:
On the dates of 11/02/97 through 11/04/97, pt was on ECMO in uf sicu. The gas exchange device in use was the maxima plus prf oxygenator. For the period of 11:00am on 11/02/97 to 11:00am on 11/03/97, 5 of these oxygenators failed sequentially on this pt. At least the last of these failures occurred in front of the pt's family. These failures corresponded with massive foaming of the oxygenator. The pt had open heart surgery and later developed hypercoag. State, pulmonary emboli, and throwing off multiple clots. There was no immediate injury to the pt but there was potential for injury. This pt eventually died of multiple causes of his disease processes.